Event description:
The device was used during a pneumonectomy procedure. Reportedly, the staples were missing. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
10/23/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h6. The evaluation revelaed pressure ridges in the cartridge. This evidence indicates staples were present in the device.